Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurse's station (cns) spontaneously rebooted, based on the time stamps provided (8:48- 8:51 and 8:52-8:54) it appears to have rebooted twice, then resumed normal operation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) spontaneously rebooted, based on the time stamps provided (8:48- 8:51 and 8:52-8:54) it appears to have rebooted twice, then resumed normal operation. No patient harm was reported.